Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen. Inspection of the device under magnification revealed shaft damage at the exit notch 24cm from the distal tip and distal tip damage. Microscopic examination of the balloon did not reveal any damage or tears. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous subtotal posterolateral left circumflex artery (lcx) and posterior descending artery of lcx. After an unspecified guide wire crossed the lesion, a non bsc imaging catheter was advanced for intravascular ultrasound, but failed to cross the lesion. Then the 1.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion. The balloon was inflated; however, it ruptured at rated burst pressure at an unknown number of inflation. The device was completely removed from the patient. No patient complications were reported and the patient's status is good.